Event description:
Doctor indicate loss of integration of lodi implant.

Event description:
Doctor indicated loss of integration of lodi implant.

Event description:
Doctor indicate loss of integration of lodi implant.